Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect that the therapy cable was connected during testing. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that their device has been removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not detect that the therapy cable was connected during testing. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.